Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the battery cap or cartridge cap was not returned; therefore a test battery cap and cartridge cap were used to complete the investigation. During investigation, a ¿call service (cs) 69¿ alarm was reproduced upon the first rewind attempt and investigation was unable to the completed. A component failure was found on the pcb.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly multiple call service 087 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).